Event description:
Patient's mother contacted dexcom technical support on (B)(6) 2015 to report a permanent out of range signal on (B)(6) 2015. Patient's mother was advised to reset the device which was unsuccessful for the reported issue. Pediatric patient uses adult device against user guide recommendations. At the time of contact with dexcom technical support, no medical intervention or injuries were reported.

Manufacturer narrative:
(B)(4). The complaint device was not returned for evaluation. However, the transmitter (67344) that was used with the device was returned for evaluation on (B)(4) 2015. The device was visually inspected and no defect was found. Functional testing was performed on the device and the no failures related to the customer complaint were found. The device was determined to be working within the required specifications without malfunction. Therefore, the customer complaint of permanent out of range could not be confirmed.